Event description:
The customer reported that during a laparoscopic appendectomy, the generator delivered current continuously without any input from the operator. The patient had an injury on the small intestine and the doctor had to perform an overstitch to close the lesion.

Manufacturer narrative:
Date of initial report: 08/21/2009. A covidien representative and technician went to the hospital and performed an investigation on the forcetriad generator system which included the bipolar footswitch. The investigation found that the cause of the continuous activation was a faulty footswitch. Further investigation found that the footswitches were 12-15 years old. The hospital decided to discard all old e6009b footswitches and replace them by new e6009 series. No further investigation was possible on the root cause failure of the footswitch since the hospital disposed of the footswitch.